Manufacturer narrative:
In review of the file it was discovered this event has already been reported under a previous filing, manufacturer report number 9614546-2019-00196. Any, and all additional pertinent information will submitted under that report number. No further information will provided under this report number as it has been determined to be a duplicate report. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Phone number: (B)(6). Device evaluation: product testing could not be performed because the product was not returned. Manufacturing record review: the manufacturing record cannot be reviewed since the serial number is unknown. The complaint history was not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Gundersen, k.g., (2018) rotational stability and visual performance 3 months after bilateral implantation of a new toric extended range of vision intraocular lens. Clinical ophthalmology,(12), p.1269-1278. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Literature title: rotational stability and visual performance 3 months after bilateral implantation of a new toric extended range of vision intraocular lens. The publication reports that 1 patient complained of slight difficulty driving at night, 1 patient complained of mild symptoms of glare and halos, 1 patient complained of moderate symptoms of glare and halos. 2 eyes needed surgical re-alignment due to severe post-operative rotation; 1 of which also needed limbal relaxing incisions to reduce residual astigmatism. 1 eye developed cystoid macular edema. Citation: gundersen, k.g., (2018) rotational stability and visual performance 3 months after bilateral implantation of a new toric extended range of vision intraocular lens. Clinical ophthalmology,(12), p.1269-1278. This MDR report pertains to the adverse event reported. A separate report will be submitted for the product problem.